Event description:
A falsely elevated troponin I result of 2.65 ng/ml was obtained on a pt sample. The result was not reported to the physician. The same sample was repeated on the same instrument and results of 0.03, 0.13 and 0.02 ng/ml were obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and sample data did not indicate a device failure. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.